Event description:
Reporter indicated via the published journal article "long-term vagus nerve stimulation in the treatment of lennox-gastaut syndrome" (epilepsy behav, 2009, doi: 10.1016/j.yebeh.2009.07.038, kostov, k et al.) That a vns patient developed vocal cord paralysis and the vns was explanted. It was noted the vocal cord paralysis resolved when the vns was disabled prior to explanting it. Attempts to the reporter for further information have been unsuccessful to date.

Manufacturer narrative:
The manufacturer vns physician's manual was reviewed. Review of manufacturer vns physician's manual confirmed vocal cord paralysis is a possible and inherent risk of the vns therapy implantation procedure.